Event description:
Event description guidant received information that inhibition of ventricular therapy was observed on this pacing system. Oversensing on the ventricular lead was suspected and the device was programmed to doo mode. Threshold measurements on the lead were within normal limits but sensing amplitudes varied from 2.5 mv to 12 mv. Guidant technical services recommended testing the lead during isometrics and pocket manipulation. An invasive procedure was performed the next day and the right ventricular lead was observed to be fractured. The lead was surgically abandoned and the device was electively explanted. Both the lead and device were successfully replaced.